Event description:
Additional information was received from the patient. They reported that the cause of the issue was that sometimes the control unit had trouble finding the recharger but then it was ok. The biggest recharging problem was the recharger finder, then almost immediately it can't find the device. When asked what steps were taken to resolve the issue they stated that they massage the device area and push on it, stating that maybe it needs to be flattened or turned toward the recharger. After a while (or later, if they gave up) it can find and stay on the device. It was unknown if this issue was resolved. When asked about the implant flipping they stated that they just press and massage the device area and kept trying. It was unknown if this issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had been trying to charge up their implanted battery yesterday and the recharger would find the implant but then lost the connection. Patient said today the recharger lost the implant a few times but now the implant was charging and was at 20%. Patient said they knew the implant was capable of flipping a little bit so they would "flatten out" the implant before charging. The patient said they usually charge every 2 weeks but sometimes they would see that the battery was in the red. Ps recommended that patient charge more often and not let implant battery go low. Patient said they would try to charge once a week and not let implant go below 30%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and reiterated same issue: that they would be trying to charge their ins for bladder control and that they would see the recharger was "searching" for the ins and they would connect to charge and the application would show "excellent connection" but they wouldn't even move a muscle and it would lose connection again and go back to searching. The patient stated they heard from "someone who is more local" that they should "massage the device a little" to make sure it was "flattened" so they would always do that, and it would say "excellent connection but then "boom" it would go away and back to 'searching'. The patient stated today ((B)(6) 2025) they were getting really frustrated with it. The patient stated they had the recharger right against the surface of the skin and they would always get a little burning sensation where the prongs of the recharger touched the skin, that it was always what they experienced right when they first started charging but then it would go away after a bit and that the whole time the application would be showing 'searching.' Charging best practices were reviewed with the patient and they were advised to use a thin layer of clothing when they charged next to see if that resolved the burning. The patient stated they wouldn't mind that but they just couldn't stay connected to the ins so they would go right against the skin. The pa tient stated they didn't use the belt because "that's dumb" so they would just press down hard. The patient denied seeing any service codes, just "searching" and denied that they had any interference nearby aside from their cell phone. When asked if they felt the ins was at an angle, the patient denied that and also said they didn't think the ins was "moving" at all. The patient was asked if they were able to feel all four corners of the ins under the skin and they stated now that they were feeling for it, they could feel that two corners of the ins felt closer to the surface of the skin than the other two corners, which seemed to be deeper under the skin. The patient was advised to try to focus the recharger over the corners of the implant that were closer to the surface of the skin and to follow up with their healthcare provider (hcp) if they continued to experience losing connection when charging the ins. The patient also alleged that sometimes they'd pair the recharger to the handset and go to place the recharger over the ins site and the handset and recharger would lose connection a few times before they stayed paired. The patient also admitted that they didn't always store the recharger on the dock and charging when not in use. Given this information, and given the age of the recharger, a replacement recharger was sent out, and the patient was directed to follow up with their hcp if the replacement didn't resolve their charging ins and pairing issues. The patient stated from now on, they would store the recharger on the dock and charging when not in use. The patient may call back once they received the replacement recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the two corners of the implant feeling closer to the surface of the skin was unknown. They reported that it could have been due to the recharger being old, but they indicated that with their new recharger they would be keeping it on the dock and plugged in. They confirmed the issue was resolved. They said the recharger didn't always quickly find the device, but its better than it was.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.